Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no longer hearing perception with the device on the left side.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance is affected. It is unknown if any accident or trauma occurred.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Diagnostic imaging was considered, however no further information has been received despite requested. This is a final report.

Event description:
The user had no longer hearing perception with the device on the left side. Reportedly there was no swelling or redness above implant housing and no report of trauma. Depending on the results of diagnostic imaging revision surgery or reimplantation is considered.